Event description:
It was reported that the right ventricular (rv) lead with this implantable cardioverter defibrillator (ICD) exhibited high out of range shock lead impedances. The patient was brought in to the clinic and isometrics were performed that confirmed the high out of range impedance measurements. The rep thought this may be a lead fracture but could not confirm. Technical services (ts) recommended the physician consider lead replacement. This ICD and rv lead remain in service. No adverse patient effects were reported.